Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that the patient experienced an event where the infusion set tubing was kinked on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.